Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed there was high current drain condition due to current leakage in a ceramic capacitor. Continuation: unknown competitor implantable pacing lead implanted: 2008-(B)(6), 694765 implantable tachy lead, implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that during patient office visit, the device battery voltage was measured at 2.74v. One month later, the battery voltage decreased to 2.62v. It was suspected the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.